Manufacturer narrative:
Section b5, e4, g3: additional information was provided from user facility report # 3601800000-2020-8041. Section a2, a4: corrected data no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that heartmate 2 left ventricular assist device (lvad) patient with approximately (B)(4) year history of known driveline fracture (patient declined intervention at that time beyond use of ungrounded cable), now presents with pump stops on battery and wall power prompting hospitalization and surgical consult. Patient agreed to proceed with surgical exchange to heartmate 3.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(4), confirmed wire damage that would have contributed to the low speed and pump stoppage events captured in the submitted log file. The submitted log file contained data from 11sep2019 through 14oct2019. On (B)(6) 2019, the pump struggled to maintain the fixed speed. On (B)(6) 2019, the pump again begins to struggle to maintain the fixed speed and a pump stop is captured with corresponding hazard alarms for low speed and low flow. These low speed and pump stoppage events occurred while the system was supported by the power module and battery power. No other atypical alarms or events were captured. The account communicated that the patient had been using an ungrounded patient cable for approximately 1 year (refer to MFR # 2916596-2018-04639). On (B)(6) 2019, the patient had low speed events when he was accidentally connected to the power module with a normal grounded patient cable. The account submitted x-rays for review which appeared to show an area at the pump housing where the metal braided shield was pulling away from the housing. The patient ultimately underwent a pump exchange on (B)(6) 2019. The pump was returned assembled. The sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow) was returned detached from the device. The apical sewing ring was not returned. The outlet elbow and sealed outflow graft were returned attached to each other but detached from the device. The sealed outflow graft bend relief was returned separate from the device. Evaluation of the sealed inflow and outflow conduits revealed no evidence of denatured or laminated depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) revealed no evidence of developed depositions or thrombus formations. The driveline was severed approximately 0.75¿, 6.00¿, 8.5¿, and 17.00¿ from the pump housing and measured approximately 37¿ in total. The metal connector pins, bend relief, and alignment indicators appeared unremarkable. Continuity testing was performed on all segments of the driveline and all wires were found to be electrically intact. Silicone jacket and the clear bionate layer appeared unremarkable. Breakdown of the metal braided shield was observed at and approximately 3¿ and 19¿ from the pump housing. Minor wear of the metal shield was also observed on the distal segment adjacent to the metal connector. Visual and microscopic inspection of the underlying wires revealed multiple areas of damage: breaches in the insulation of the black and red wires approximately 0.25¿ from the pump housing and breaches in the orange and yellow wires approximately 3.00¿ from the pump housing. All wire damage exposed the underlying metal conductors and appeared to be the result of fatigue failure due to repetitive movement and abrasion against the braided shield. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation and no additional breaches were identified. The yellow wire represents one of the redundant wires that comprise phase 1, the black wire represents one of the redundant wires that comprise phase 2, and the red and orange wires represent the two redundant wires that comprise phase 3 of the three-phase motor. If the exposed conductors of any of the compromised wires contacted the metal braided shield while the system was operating on a tethered power source (such as the power module or grounded patient cable), the resulting electrical short to ground would have caused the low speed events reported by the account and seen in the submitted log file while connected to the power module. Also, if the exposed conductors of any 2 compromised wires from different phases made direct contact with each other or simultaneous contact with the metal braided shield while the system was operating on an untethered power source (such as batteries), the resulting phase-to-phase short would have caused the pump stoppage event reported by the account and seen in the submitted log file while connected to batteries. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that a pump stoppage was observed. Technical services reviewed the submitted log files, and a pump stoppage and pump decelerations were confirmed. The patient underwent pump exchange on (B)(6) 2019. No further information was provided.